Event description:
During an ablation procedure, a pericardial effusion occurred requiring surgical repair to stabilize the patient. While ablating on left atrial roof, a pericardial effusion was noted. The effusion was confirmed during surgery and was successfully repaired.

Event description:
During an ablation procedure, a pericardial effusion occurred requiring surgical repair to stabilize the patient. While ablating on left atrial roof, a pericardial effusion was noted. The effusion was confirmed during surgery and was successfully repaired. The physician had finished ablating on the inferior aspect of posterior wall for a posterior wall isolation. They moved to left superior pulmonary vein (lspv) roof junction and ablated the superior aspect of posterior wall. No forces greater than 30g or power greater than 40watts were noted during ablation of superior aspect of posterior wall. They finished the line and noticed the patient's blood pressure was dropping. Intracardiac echocardiography (ice) was done which confirmed a pericardial effusion. A pericardiocentesis was performed and the patient went to surgery to close the effusion on the lspv roof junction. The patient is stable and has recovered. There were no alleged performance issues with any abbott device.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Log file analysis indicated optical fibers 1-3 were within specifications, and contact force was displayed throughout the log files when inside the patient. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device met specifications during temperature testing, occlusion testing and leak testing. Both thermocouples, the tip electrode, and the magnetic sensor met specifications during electrical testing with no open or short circuits detected, and the sensor polarity met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
Follow up report needed to include patient's weight information.